Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call that they had hypoglycemia. Blood glucose level was 50 mg/dl. No further details given. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump will not be returned for analysis.